Manufacturer narrative:
Inspected one opened and used sensor; performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 313 mg/dl and sensor glucose was 61 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they had a bent cannula on the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor; performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed test as the sensor is beyond its expiration date.